Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, other upper quadrant sites, and occipital neuralgia. It was reported that the implantable neurostimulator (ins) was moved off the hip onto the side, near the bra strap toward the back. The placement was revised in (B)(6) 2012. Further follow-up is being conducted to determine what troubleshooting was performed, what the cause of the issues leading up to the ins revision, and if any symptoms were experienced. If additional information is received, the event will be updated.